Event description:
It was reported that (1) tct10 device was used during a roux-en-y gastric exclusion procedure. It was reported by the rep that during the roux-en-y gastric exclusion the tct10 was fired across the stomach. The staples did not form b's, causing them to take the form of a u. The staple line was then oversewn. There was no consequence to the pt.